Manufacturer narrative:
One sample was received for quality evaluation. Visual examination was conducted, and no damages or abnormalities were identified. The sample was then connected to a sample smartsite and filled with water through the connection. The smartsite was then removed and fluid was attempted to be pushed through the texium connector without being connected to a smartsite. There were no issues with leakage. The smartsite was then reattached and fluid flow was checked by pushing the water out of the syringe. The assembly was also checked or any leakage between the smartsite and texium connection. There was no leakage identified between the smartsite to texium connection. The customer complaint could not be confirmed. No other issues were identified. A root cause for the reported failure was not determined because the failure could not be replicated. A device history record review for model 10012241-0500 lot number 24095556 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris texium closed male luer was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that when attempting to aspirate from the IV line to verify blood return, texium appeared to leak a few drops at the tip of the texium where it was connected into the smartsite. Rn verified that the connection was engaged and connected securely. Blood return was checked again with aspiration and it leaked a second time, when a few drops of fluid were again noted to be coming from the tip of the texium.